Manufacturer narrative:
A ge svc rep performed an on site investigation. The foot switch was replaced as a precaution during the svc call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the foot switch was released on the 9800 sys, but x-ray exposure continued. No pt injury was reported.